Event description:
The doctor claims that during the unclamping of the graft at the end of an aorto-bi-iliac bypass, the graft leaked blood from its walls. It took approximately 10-15 minutes for good hemostasis. The doctor had to wait before closing down. There was no injury or complication to the patient. No additional intervention was required. The patient's post-op condition was fine. On 8/2002, co received the following additional information: the graft was left in. On 8/2002, co received the following additional information: the date of event was 2002, the bleeding was stopped with gelfoam. On 8/2002, co learned that the quantity of blood lost through the graft is unknown and appears, at this time, to be unattainable.